Event description:
Codman disposable perforator used to make burr hole in skull with craniotomy drill. The perforator, that is supposed to automatically stop before cutting the dura so that it leaves the dura intact, didn't stop. A hole was cut in the dura.